Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25mmx16mm synergy&#10244;rug-eluting stent was advanced for treatment; however the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.